Event description:
Healthcare professional reported 'at the routine annual ultrasound we found suggestive image of capsular rupture on the right side'. Device was explanted and replaced with non-abbvie device. Record relates to the right side.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on (B)(6) 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported 'at the routine annual ultrasound we found suggestive image of capsular rupture on the right side'. Device was explanted and replaced with non-abbvie device. Record relates to the right side.